Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Event description:
Healthcare professional reported "area of palpable concern on the right "breast"," "small "fold" in the implant," "one cyst is present in the right breast" and "intracapsular rupture."

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Crease folding of implant: observed creases on the surface of the device. Cyst: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported right "any creases". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings on the device. ¿ crease folding of implant: observed creases on the surface of the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture confirmed via mammogram. Later healthcare professional also reported "any creases". Device has been explanted.